Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection and was hospitalized. The physician suspected there was a possibility of an epidural abscess and ordered bloodwork. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful; however, bloodwork indicated no issues and patient continues to receive adequate pain relief. There have been no reports of further complications regarding this event.